Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge on the product. Result: the customer reported that the wiggle pads of an opt314 optiflow junior nasal cannula were not sticking during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and contain the following statement: ensure infant's face is clean and dry. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), that the wiggle pads of an opt314 optiflow junior nasal cannula were not sticking during use. There was no reported patient consequence.